Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch link meter does not power on. The patient mentioned that the reported issue began on the morning of (B)(6) 2010 at 7:00am. The patient did not exhibit any symptoms at the time of testing. At approximately 3-4 hours later the patient felt irritable and was impatient. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter does not power on. The batteries did not need to be replaced. While troubleshooting, it was noted that the patient was using the incorrect test strips. Patient used a new vial of test strips and the issue was not resolved. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The patient's symptoms are not suggestive of a serious injury. The patient denied seeking any medical attention. The complaint is being reported since the power issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.